Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscope was blurry. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Visual inspection of the returned device shows that the scope is cracked at the weld joint. The scope will be sent to scholly fiberoptics for further assessment.